Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two one-link needle-free IV connectors leaked; further described as "leaking at connection" with an unspecified t-connector. This occurred during patient use. The connectors were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.